Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 587,390 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: - there is visible evidence of damage to the exterior of the device, such as cracked or damaged plastic or connector damage - these devices fail the inspection described herein - in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o), or in oxygen-enriched environments. Safety tips: - use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. - inspect and test each device before use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported on behalf of their customer that the 60-7510-005, goldvac smoke pencil, device was "sparking fire" during a procedure on (B)(6) 2018 after 10-minutes of use. The distributor's customer reported that there was no injury or medical intervention required for the patient. Further information was requested of the distributor; however, the distributor responded that they had no further information to share. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.